Manufacturer narrative:
(B)(4). The device manufacturer date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 2 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was observed that the minimal access driver attachment device overheated and caused a burn on the patient while in use with the bearing sleeve device. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement. It was further reported that the surgeon performed a possible graft to the upper lip. It was unknown if there were any signs of infection after the procedure. The patient's current condition was unknown. According to the reporter, the device was sterilized and accidentally put back into circulation. As a result, it was unknown which specific attachment device malfunctioned. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative b5: additional information was received regarding this event: it was reported that additional devices were involved in this event, a drill device and a cutter device. Therefore, this is report 2 of 4 for the same event. It was reported that the patient had undergone neurosurgery procedure for excision of a nasal dermoid cyst. It was reported that the drill device was used to drill the nasal bone as well as the bone extending toward the skull base. The reporter stated that the drill device became very hot even though ¿protective drill was being used¿. The reporter alleged that the shaft of the drill burned the patient¿s left upper lip. According to the report, this was identified and the drill ¿shaft¿ was changed and ¿protective measures were made to try and protect the lip from being burned any further.¿ it was reported that silvadene ointment was placed over the area of the burn and the nasal dorsum. Additionally, it was reported that an intraoperative consult was obtained from plastic surgery. It was reported that the plastic surgeon ¿confirmed that it was likely a full-thickness skin burn.¿ it was further reported that excision debridement of skin and splint placement were performed on september 21st, 2018. D11, concomitant medical devices and therapy dates, driver device, handpiece device and burr/drill device. September 17, 2018. B3: the date of the event was reported as (B)(6) 2018 in the initial report and has been updated accordingly.